Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Adverse incident report stated the plastic femoral and tibial impactor broke during knee replacement, all broken pieces were retained.

Manufacturer narrative:
Adverse incident report stated the plastic femoral and tibial impactor broke during knee replacement, all broken pieces were retained. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.